Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
A system displaying the ¿replace generator soon¿ warning message was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident attempts were made to obtain complete patient weight. Further information was requested but not received.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patients ipg was receiving the replace generator soon message. Surgical intervention may take place at a later date to address the issue.